Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump started beeping and received stuck button alarm. Troubleshooting was performed and found that the stuck button alarm occurred when a button is continually pressed for more than 3 minutes. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed, no stuck button error alarms were noted during testing. Successfully downloaded pump history files and traces using thus and carelink software. Lack of data was noted on the event date of 14-feb-2024. Found no relevant stuck button error alarms on the event date of 14-feb-2024. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, label damage, and missing display window/cover. Stuck button error alarm and audio/vibrate anomaly/absence of alarm were not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, battery tube, and the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.